Event description:
Option study it was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The patient underwent successful placement of an unknown sized watchman flx device with a complete laa seal and deployed device diameter of 20 mm. On (B)(6)2020, post device implant, echocardiogram imaging revealed a pericardial effusion. The patient was on clopidogrel at this time. There were no other complications that were reported. It was further reported that it was only a trace pericardial effusion that was noted.

Manufacturer narrative:
H6: patient code of pericardial effusion removed.

Event description:
Option study. It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The patient underwent successful placement of an unknown sized watchman flx device with a complete laa seal and deployed device diameter of 20 mm. On (B)(6) 2020, post device implant, echocardiogram imaging revealed a pericardial effusion. The patient was on clopidogrel at this time. There were no other complications that were reported.